Event description:
During phaco emulsification of cataract small black particles were emitted from the phaco handpiece due to metal wrench breaking during insertion of phaco tip-metal particles remained in the tip and were expelled during surgery.